Event description:
It was reported that the pt had an MRI pre-operatively before a distal catheter revision was to be done. The pt experienced sleepiness at the time of the motor stall. The pt's pump stalled and recovered after the MRI. The stall recovered after a second pump interrogation was done. The pt's catheter was replaced. The reason for the catheter revision was unk. The catheter was discarded at implant. The reporter had not heard of any complications after the surgery was completed. The medications being delivered via the device sys were lioresal and morphine.

Manufacturer narrative:
(B)(4).